Event description:
It was reported that the patient was experiencing ineffective stimulation. Diagnostic testing revealed the lead had high impedance. The physician noted from x-ray testing that their might be a possible lead fracture. As result, surgical intervention may occur on a later date.

Manufacturer narrative:
Date of event: event date is an estimate.

Manufacturer narrative:
The reported event of high impedance, possible fracture was confirmed. As received, the lead was incomplete and microscopic inspection showed all the internal wires were broken on return segment. The cause of the fracture is consistent with an overstress condition or sudden event the lead was subjected while in vivo.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates the patient¿s lead was explanted and replaced on (B)(6) 2022 resolving the issue.